Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 antigen self-test for two (2) patients and two (2) separate tests both performed on (B)(6) 2023. This MFR. Report addresses patient and test one (1) of two (2). The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal swab. Confirmation testing via unknown pcr at walgreens was performed the same day (B)(6) 2023 on an unknown swab type and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 antigen self-test for two (2) patients and two (2) separate tests both performed on (B)(6) 2023. This MFR. Report addresses patient and test one (1) of two (2). The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal swab. Confirmation testing via unknown pcr at walgreens was performed the same day on (B)(6) 2023) on an unknown swab type and generated a negative result. No additional patient information, including treatment and outcome, was provided.